Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test using a new lab transfer guard per. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir¿s snap-cap width dimension. Also, using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock. Evaluated one open/used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap attached to transfer guard. Unable to pre-fill and to verify snap-cap dimension.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the lot of air bubbles in the reservoir. Customer's blood glucose level was unknown. Customer opens a new batch of reservoir and the first reservoir used breaks at the ring in contact with the needle which allows the transfer of insulin when she removed the reservoir. Customer throws the reservoir in a trash and takes another one from the same batch and the same thing happens. The reservoir will not be returned for analysis.